Manufacturer narrative:
The reported blood loss is attributed to the pt's blood not moving while attempting rinseback most likely due to clotting. The user's guide contains alarm troubleshooting instructions and probable causes which include a kinked, clamped, or clotted venous line. Review of the cycler treatment log file indicates that the high venous pressure alarms were most likely due to clotting. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Dialysis nurse reported venous pressure high alarms approximately two hours after the start of a routine hemodialysis treatment. The alarms could not be resolved and the nurse stated that pt's blood would not flow when attempting manual rinseback. Rinseback was not performed, resulting in an estimated blood loss of 190 cc. No medical intervention was required.